Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states they have been trying to connect to the ins but they the handset keeps saying to put in the communicator serial number. Pt states they have scanned and manually entered the number but it is not working, and the handset is not finding the communicator. Agent asked the pt to provide the serial number of the communicator but states they are trying to use the wireless recharger (wr). Agent had pt remove the communicator from the wallet. Pt was not aware there was a communicator there. Agent had pt manually enter the communicator serial number and the handset was able to find the communicator and connect to the ins. Pt states the handset is saying the ins is depleted to 0% and the handset is at 100% battery level. Agent had pt close the my stim app and open the recharging app. Pt is currently charging the ins at excellent. Pt states the handset is showing that stim is off. Pt is unable to turn stim on until the ins is charged. Pt will continue to charge the ins and will call back after they are done charging for instruction on how to turn stim on through the my stim rc app. Pt states about 3-4 weeks ago, pt had a fall and about 2 weeks ago pt met with their rep who did reprogramming because pt states the therapy has not been helping at all. Pt states the rep told them to try programs b and c and pt had increased c and stim was helping until they laid down then stim was too high, and pt couldn't sleep. Asked event date unknown. Pt then states after a bit they didn't feel any stim. Pt states they typically charge the ins every days but has not charged the ins for about 4-5 days. Pt called back stating they were able to charge the ins to 100% and needs instruction on how to get to the programming on the ins. Agent had pt pt the wr back into the docking station to charge . While on the call pt was able to connect to the ins with the handset and was able to turn on therapy. Pt states they are currently on group c program 1 base is at 4.0 and prime is at 3.9. Pt increased stim to 4.2 and states they do not feel the stim and asked if they should. Agent reviewed role and that they can review how to use the external device, but can not provide medical direction and redirected to pt to healthcare provider (hcp) and/or rep. Pt mentioned they have and appt on jan 5th at the pain clinic to renew pain medications. Pt will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason additional information was received from the manufacturer representative (rep). It was reported that the rep saw the pt for a scs check post fall. Rep ran an impedance check and that came back good. After testing all programmed groups, it was determined that they were working well, just needed to be turned up slightly. Rep suggested trying the other groups available that were put in at implant simply because she had never tried them yet. No changes were made to her programming. Her pain post fall was determined to be from a separate injury sustained during the fall after getting x-ray imaging done.